Event description:
Patient indicated that she received a cypher sent to treat a restenosed cordis hepacoat stent (4.0 x 18mm) and following her implant, she was diagnosed wth tb and is now taking inh. Patient also indicated that she developed nausea and vomiting while on inh.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.